Event description:
The patient presented to the emergency department on (B)(6) 2024 via ems with reports of a syncopal episode, an unwitnessed fall, atrial fibrillation, hypotension, and low oxygen saturations. The patient had a history of hypertension and diabetes mellitus type 2. A CT of the chest, abdomen, and pelvis with contrast showed bilateral pulmonary emboli. Lnterventional radiology placed an ekos catheter in the left and right pulmonary artery and thrombolysis was initiated. The patient received a bolus of 7,000 units of heparin. Heparin was ordered to infuse at 4 ml/hr or 400 units/hr. At 0925, the pump was programmed manually and placed into standby mode. At 1040, the pump was started. The patient was transferred to the ICU for further care. At 1108, the IV pump indicated the infusion was complete. Another bag of heparin was obtained. At this time it was noticed the pump was infusing at the incorrect rate, 400 ml/hr. At 1113, heparin was restarted at the correct rate of 4 ml/hr. The procedure physician was notified that the patient had received approximately 25,000 units of heparin instead of the correct dose of 400 units/hr. Labs were ordered and monitored. The patient's ptt was elevated, and heparin was held at 1307. The ptt continued to be elevated and heparin was not resumed. At 2223, the patient developed new onset left sided weakness and facial droop. At 0029, a stat CT of the head without contrast showed a new 3.5 x 2.5 x 3.8 cm mixed density intra-axial mass like structure suggesting an acute hematoma/hemorrhagic stroke, an approximately 2 mm upper cerebral right to left midline shift, a moderate amount of scattered acute subarachnoid blood, and a trace amount of blood in the occipital horns of the lateral ventricles. The provider contacted the neuro ICU at washington regional hospital. The patient was accepted. At 0225 on (B)(6) 2024, the patient was transferred via helicopter to washington regional. The infusion pump log files were obtained during the investigation. It was discovered the pump was programmed using IV fluid mode instead of the drug library for a heparin infusion. The pump was found to be programmed for 400 ml/hr instead of the ordered 400 units/hr.